Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of right inguinal hernia. It was reported that after implant, the patient experienced nerve damage and chronic pain. Post-operative patient treatment included revision surgery, right groin exploration, excision of mesh, nerve was dissected free and transected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent the removal of previously placed right inguinal hernia mesh and revision of right inguinal hernia. She had revision surgery 1 year and 3 months post surgery. The patient experienced surgical revision, and chronic pain.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of right inguinal hernia. It was reported that after implant, the patient experienced nerve damage, scar tissue and chronic pain. Post-operative patient treatment included revision surgery, right groin exploration, excision of mesh, nerve was dissected free and transected.